Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to device upgrade procedure, poor r-waves were noted on the right ventricular lead. The lead was capped and replaced on 11/19/2018. The patient was stable.